Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a manufacturer representative (rep) regarding a patient receiving an unknown drug via an implantable pump for intractable spasticity and cerebral palsy. The rep reported they were notified by another rep that they had to go to a flipped pump revision on (B)(6) 2018. The rep had no further medical history other than the patient's name and surgeon performing the surgery. An additional call was received that reported the rep was unable to perform successful telemetry.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that the patient's pump had flipped again. It was reported that the pump/catheter would be revised later today. The caller stated that the hcp would most likely dissect and go underneath the muscle to properly position and suture the pump as the patient was a pump twiddler. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-feb-22, additional information was received from a manufacturer representative (rep). Information reported the doctor cancelled the surgery as the patient had a urinary tract infection that was unrelated to the pump. The surgery would be rescheduled for (B)(6) 2019.

Manufacturer narrative:
The previously reported patient code no longer applies to this event and has been updated to (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-sep-26, additional information was received from the manufacturer representative (rep). It was stated the cause of the pump, the patient weight and when it happened was unknown. The event resolved since surgery. Baclofen 500 mcg/ml, 135 mcg/day was in pump and dose remained the same after revision. The patient did report signs of itching in which they notified their managing hcp, "sometime last week or weekend".